Event description:
It was reported that during the laser photoselective vaporization of the prostate procedure the fiber was firing straight out and no longer side firing after 100,000 joules. Another fiber was opened to complete the case. No clinical consequences to the patient.